Event description:
It was reported that during an unknown procedure, the doctor replaced skin staplers again did not perform, leaving staples open and not closing skin. Another stapler was used to finish the procedure and continue surgery. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that devices (a) and (b) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejected from the devices. The devices were disassembled to verify the condition of the internal components and the anvils were noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.